Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01194 and medwatch 2210968-2012-03466. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent a gynecological procedure on 10/26/2007 to treat stress urinary incontinence, cystocele, rectocele and a sling was implanted. It was reported that after implantation patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, urinary and bowel problems. The patient underwent revision and excision of vaginal mesh on (B)(6) 2010 due to exposure and on (B)(6) 2010 due to erosion. Concurrent procedures performed on (B)(6) 2010 were posterior colporrhaphy with enterocele repair, surgisis biodesign bolsters, bilateral retroperitoneal uterosacral ligament colpopexy (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01194 and medwatch 2210968-2012-03466. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete emptying, nocturia, urinary urgency and frequency, possible leakage of stool and vaginal bulge. (B)(4).

Event description:
It was reported that following insertion the patient experienced incomplete emptying, nocturia, urinary urgency and frequency, possible leakage of stool and vaginal bulge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03466. The same patient is represented in each medwatch.